Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that early on in 2018, the patient started needing to recharge more frequently. They met with a manufacturer representative (rep) at that time and the rep made some adjustments to their settings to help the issue. On (B)(6) 2019, they reported they noticed they were recharging frequently again around (B)(6) 2019. It was noted that the patient hadn't made changes to their programs or settings. They also reported the patient's back had started bothering them recently but didn't know why. It was noted that the patient sews for people, and they couldn't stand for more than 10 minutes because their back would hurt them so much. It was reviewed that the settings could be adjusted to try and improve the recharge interval, but the patient was nervous about messing something up so they didn't want to change their settings at the time of the call. They were redirected to their doctor to discuss the symptoms and to have the device checked and to get reprogramming. No further complications were reported or anticipated.